Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. During placement procedure, physician attempted to deploy the essure in one tube, and it did not deploy correctly. Then the physician pulled on the coil and it unraveled, he cut the wire at the patient's vagina. The rest of the coil remained in the patient's tube and uterus. No further information was provided. Ptc investigation result (B)(6) 2015 ptc global number (B)(4) final assessment case downgraded to non-incident per central action item on (B)(6) 2014. Deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event during the procedure is an anticipated event. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment this ptc was imitated due to usability issues. However, at this point in time no adverse events were reported. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on (B)(6)2015. Case upgraded to incident. Patient's demographic information was provided. Possibly leep years ago. No other medical history. Essure lot number b53554 was easily inserted with minimal cervical dilatation and toradol was used as analgesia. Fluid loss more than 1500 cc was denied and the procedure did not take more than 20 minutes. No back up contraceptive was used. Perforation was denied. At the last steps, where the microinsert should spring open and detach, a problem with removing delivering catheter was encountered. The wive had to be cut 4 cm from the cervix os. It was intentionally left inside because it would not discharge from the coil. Laparoscopic bilateral salpingectomy (essure, wive and tubes were removed) was performed to treat the events. Pathology results were not available. Hospitalization was reported. Reporter related the events to essure. Outcome was positive. Follow-up received on (B)(6) 2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(6) and the local number is (B)(4). Final assessment: lot number: b53554; production date: (B)(6) 2013; expiration date: (B)(6)2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to usability issues. However, at this point in time no adverse events were reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and hcp attempted to deploy the essure in one tube, and it did not deploy correctly, hcp pulled on the coil and it unraveled, the rest of the coil remain in the patients tube and uterus and hcp cut the wire at the patient's vagina. The event the rest of the coil remain in the patients tube and uterus (seen as device removal failed) was considered serious due to hospitalization and is listed in the reference safety information for essure. The other events are non-serious. In this case, insertion occurred easily, but a problem with removing delivering catheter was encountered. It was reported that perforation did not occur. Considering positive temporal relationship, the event was considered related to device. Since patient underwent laparoscopic bilateral salpingectomy, this case was upgraded to incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.